Manufacturer narrative:
Date of event, corrected data: (B)(6) 2015. The event date was inadvertently reported incorrectly on the initial MDR. Describe event or problem, corrected data: the information regarding the increased seizures not related to vns was inadvertently reported incorrectly on the initial MDR.

Event description:
Additional information was received that high impedance was not observed with the explanted generator and that it was only observed with the newly implanted generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient has had good response since vns but is starting to have an increase in seizures, not above baseline. The physician later reported that there is no relationship between the increase in seizures and the vns. The patient was referred for prophylactic generator replacement. During generator replacement surgery on (B)(6) 2015, high impedance was observed with the newly implanted generator and lead. Lead pin insertion was checked and nerve was checked but the high impedance persisted. Replacement of lead was performed and the high impedance resolved. The explanted generator and lead were reported to be discarded.